Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and successfully loaded the same cartridge to address the event. The customer reported that the cartridge appeared to be misaligned on the pump. Reportedly, the supplies were changed and insulin delivery was resumed. There was no reported impact to the customer¿s blood glucose level.